Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer stated boluses delivered via pump sometimes brought blood glucose down and sometimes didn't customer also stated he received excessive no delivery alarms. Customer stated he changed set/site when alarm was received but continued to receive alarms. Customer did not have a manual plan of injections. Advised cuatomer to speak to md regarding a back up plan in case there are issues with pump in the future. Customer did not have basal rates available for programming. Disconnected at quick release. Programmed a 3u (u-100) fixed prime with reservoir in pump and insulin did not exit. Customer received a no delivery alarm. Instructed customer to remove reservoir. Pump was rewound and 3.0 unit bolus programmed with empty pump. No delivery alarm did not reoccur.